Event description:
It was reported that a pump declared a cartridge alarm 20a during the load process. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in loading a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as backup therapy.